Event description:
It was reported to boston scientific corporation in 2009, that three jagtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure performed on the same day. According to the complainant, during preparation, the orientation of the first device was incorrect (a non-MDR reportable issue). The second sphincterotome got stuck in the scope and burred the tip of the sphincterotome. The physician removed this device and used a third to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Burred tip. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.